Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. It was further described as "the extension was completely loose. The loose connection was noted in the female connector from the main body." This was observed before use of the device for peritoneal dialysis therapy. There was no visible damage. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. Visual inspection with the naked eye and magnification was performed which revealed the female connector was separated from the light blue main body of the twist clamp. Functional tests were performed which included leak, clear passage and clamp function tests with no issues noted. The reported condition was verified. The cause of the condition was due to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.